Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via merlin.net transmission multiple non-sustained lead noise episodes were observed. Review of records indicate far p-wave oversensing on the nearfield channel. Programming changes were recommended. No further information is available.